Manufacturer narrative:
Correction: h4.

Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The device had a cracked enclosure and tank cover. It also had a faded line cord and outdated pcb and power switch. The evaluation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The issue was confirmed. It didn't run for long before it began to leak from the crack near the drain fitting. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received indicating that the level 1 hotline low flow system leaked at the drain connector. There were no adverse events reported.